Event description:
Affiliate reported that the hospital had difficulty using a total of 14 perforators, which were all reported to the sales rep on a single day. They were blunt and did not cut well. As a result it was estimated that the surgery was delayed for approximately 35 minutes. (B)(4).

Manufacturer narrative:
(B)(4).